Event description:
The battery/ream drill runs on its own without depressing the starting trigger.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn, as no device was returned. Review of the manufacturing records has been requested.